Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported a possible explosion from the meter. It was alleged that the meter was visibly emitting sparks and a loud bang was heard. The caller reports that the housing of the meter did not appear to be damaged.